Event description:
It was reported that the patient underwent a total disc replacement with a prodisc-c device at c5-c6 on (B)(6) 2010. Post-operatively, the patient complained of neck pain. The surgeon found that there was ossification in the posterior part of the disc space and it was encroaching in the spinal canal, interfering with the nerve structures. On (B)(6) 2013, the surgeon removed the intact hardware and the patient was revised to an anterior cervical decompression fusion. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
A product development evaluation was conducted. The existence or growth of osteophytes after total disc replacement (tdr) has been observed clinically in a large number of cases, but are usually asymptomatic. There is no clinical evidence to show that osteophytes are the reason for the patients continuing pain. There is not enough information available to determine a cause or hazard for the pain reported or the adjacent segment degeneration observed (that may or may not be symptomatic). No device failures have been identified. ¿myelopathy or pain¿ is also listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. A review of the relevant literature indicates that the incidence of heterotopic ossification (ho) ranges anywhere from 20-71% of prodisc-c patients. In more severe cases, autofusion (0-18.8%) can occur, preventing segmental motion the implant was designed to allow. Despite this potential limitation, patients with ho continue to do well clinically, and no specific harms to the patient were identified. Although several factors have been cited as potential initiators of ho, the definitive cause(s) remains unknown. The prodisc-c technique guide specifically outlines certain techniques in performing the disectomy, decompression, and remobilization of the disc space (prior to implantation) to help minimize the potential for ho. It states: preserve the integrity of the bony endplates; only the cartilaginous endplates should be excised. Endplate remodeling should only be performed if posterior osteophytes interfere with implant positioning or excision is necessary for neural decompression. The uncinatus process should be preserved...use manual instruments when bony remodeling is necessary¿more highly collapsed cervical disc spaces may require aggressive endplate remodeling and distraction for remobilization, which could create a highly osteogenic environment. Disc spaces that are not remobilized adequately may have limited motion, which may encourage bone formation and possible fusion. Just prior to closing of the surgical wound, the technique guide recommends: copious saline lavage is recommended to remove osteogenic stimuli (blood/bone marrow). The prodisc-c product label specifically lists as a potential risk associated with implants in the spine ¿bone formation that may reduce spinal motion or result in a fusion, either at the treated level or at adjacent levels¿ the source of the patient¿s pain remains unclear in this case. There is no clinical evidence to show that osteophytes are the reason for the patients continuing pain.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was conducted. The inlay from the field can not be dimensionally verified because it was deformed during the explanation procedure in order to remove the implant from the patient. The inlay was visually confirmed to be correct during the DHR review. The etch on the inlay was the only feature verified. In regards to the complaint condition (patient pain), there are no related dimensional features which can be associated with the condition; also the machined dimensions cannot be checked due to the plasma coating. The superior and inferior plate machining dimensions are normally inspected using a cmm; plasma coated surfaces will prevent accurate location and could damage cmm probe tips.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A third party evaluation was conducted by exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay, and inferior endplate) were examined macroscopically for signs of wear and damage. All three components showed signs of iatrogenic damage. The backside surfaces of the endplates showed remnants of bone. The endplates had evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. Machining marks were observed on portions of the polyethylene inlay. A review of the exponent evaluation by product development concluded there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on both endplates, the ti coating and the pe inlay, all consistent with tool marks and surgical removal technique. The superior and inferior endplates displayed evidence of bone remnants. There are signs of impingement on the superior and inferior endplates.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Additional information: a review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.